Event description:
An electronic report was received from a hemodialysis user facility. The rn reported that while the patient was undergoing hemodialysis, the twister line broke. It was learned that the patient was well into more than 2 hours of treatment, when the dialysis machine alarmed then stopped. The staff went over to see the patient and found blood on the floor. The bloodline was inspected where it was noted that the venous bloodline had separated from the twister device. The patient at this time was reportedly fine. The rn decided not to return the blood remaining in the bloodlines. It was estimated that an ebl of 500 ml resulted from this event. The md was notified of this event and orders were given. A stat h &h was drawn and results were wnl. The patient was given the option to have the treatment restarted as he has a 4 hour treatment time. The patient wanted to continue and complete his treatment. New lines were then placed on the machine and the treatment was completed without further incidence. The patient had a repeat h & h drawn and to date is wnl. The rn contacted this patient at home and he reported that he felt fine. The facility threw the sample away.